Event description:
A healthcare facility in a foreign country reported that the rd900afu neopuff infant resuscitator was used on three pts and all of whom presented with pneumothorax. The neopuff was set on a flow between 7 to 10 lpm, pip pressure of 20 cm h2o and peep between 4 to 5 cm h2o. The pts were transferred to the ICU at the hospital.

Manufacturer narrative:
We are in the process of obtaining further info from the healthcare facility regarding the possible causes of the adverse event. A follow up report will be provided.